Event description:
It was reported the pt had been experiencing heating sensation during system recharge. The pt was unclear whether she felt the heating at the ipg pocket site or at the charger antenna. In an effort to address the issue, a replacement charger was sent to the pt. Further follow-up indicated, the pt stated the replacement charging system does not cause her to experience the heating sensation. The issue has been resolved.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.